Event description:
The customer returned the flex deflectable videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified a piece missing from the adhesive joint of the curved rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: separation problem. The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.